Event description:
Pt with chronic left knee bursitis, hospitalized, surgery (I & d); discharged home with right PICC and wound vac to knee. Left fa peripheral IV (B)(6). Right PICC for home antibiotics. In (B)(6), returned to ed with redness, pain, palpable cord, warmth in lfa. Home with antibiotic therapy.